Event description:
While using this motor, the pt felt a "shocking" sensation down to their fingers. Doctor reported that this was the second time this had happened since new operators were added and wondered if it could be due to the wiring. A follow-up call the following day revealed that physician did not have any further trouble with the system or the pt. Physician switched the unit to another outlet.